Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned device noted that the middle of the footswitch has broken off and missing pedal parts. Complaint of electrical short was not confirmed. Left and right pedal perform as expected and middle pedal platform functioned with an external magnet. No electrical short was observed during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found a related failure; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
.

Event description:
It was reported that the footswitch center plastic was broken and toasted. It is unknown whether the event happened during surgery and if there was a patient involvement. Attempts were made to retrieve further information but no response was received from the complainant. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.